Manufacturer narrative:
Device passed the displacement and self test. No missing segments or partial display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display. The customer also reported that the pixels are filling in at the top of the screen or fading when he pushes buttons on the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.